Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed the basal setting in the middle of the night and adjusted the basal rate to 8 u/hr instead of .8 u/hr. Customer became hypoglycemic (32 mg/dl), experienced a seizure, and became unresponsive. Customer was "coming around" when ambulance arrived and paramedics transported customer to the emergency room (ER). Customer was treated with juice, sugar, and glucagon injection. Customer left the ER on her own after 4-5 hours with blood glucose of 100 mg/dl.